Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6) medical center. (B)(6) md. History and physical. Several month history of enlarging umbilical hernia, relates this to a fall. Obese, 275 lbs. Impression/plan: umbilical hernia, repair. (B)(6) 2007: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: umbilical hernia. Operative diagnosis: umbilical hernia with large amount of omentum stuck in the sac. Procedure: repair of umbilical hernia with marlex mesh and excision of a portion of omentum. Description of procedure: ¿after spinal anesthesia was uneventfully induced, the patient was placed in the supine position on the operating table. Prep: betadine scrub followed by betadine paint was applied to the entire anterior abdominal wall, which was then draped free in a sterile field. Incision: a 7cm curvilinear incision was made around the inferior aspect of the umbilicus. Findings: there was a baseball-sized umbilical hernia sac with a large amount of omentum adherent within it. The defect itself was some 2x3cm. Technique: using electrocautery, the previously mentioned skin incision was carried down to fascia, which was carefully delineated around this defect. The sac was then opened. Attempts to reduce the omentum to within the abdominal cavity were unsuccessful. Therefore, the omentum was clamped with kelly clamps, divided, and tied with 2-0 silk ties. The remainder advanced into the abdominal cavity. A double sheet of marlex mesh, approximately 3x4cm, was then sutured into the detect with interrupted sutures of 0 prolene. Prior to the procedure, the patient was given 1g of ancef intravenously. The mesh was soaked in 50,000 units of bacitracin throughout the procedure. Closure: subcutaneous tissue was closed with interrupted 2-0 vicryl. The skin was closed with staples. A dry sterile dressing was applied. Sponge and needle counts were correct times two. Estimated blood loss was 30ml. Specimen to pathology was sac and omentum. The patient went to the recovery room in good condition.¿. (B)(6) 2012: (B)(6) hospital. (B)(6) md. History and physical. Morbidly obese patient with long history of irreducible umbilical hernia, open repair with mesh 7 years ago, reoccurred shortly thereafter. Over last 3 days has had constipation, nausea, vomiting, abdominal pain, watery bowel movement. [Last 2 pages missing]. (B)(6) 2012: [missing records: records/pages 2 and 3 of history and physical were not provided.] (B)(6) 2012: [missing records: records for the CT scan showing ¿preoperative CT¿ were not provided.] (B)(6) 2012: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: high-grade small-bowel obstruction secondary to incarcerated incisional hernia. Postoperative diagnosis: high-grade small-bowel obstruction secondary to incarcerated incisional hernia. Procedure performed: exploratory laparotomy with lysis of adhesions and mesh reconstruction of incisional hernia. Complications: none. Specimen: old piece of umbilical hernia mesh. Findings: incarcerated small bowel within a complex recurrent umbilical hernia. A clear transition point was identified secondary to adhesions within the hernia sac. All of the bowel was viable. The fascial defect measured about 8 cm in diameter when it was fully opened. Description of procedure: ¿mr. (B)(6) was taken to the operating room where he was placed supine on the operating table and administered general endotracheal anesthesia. His abdomen was prepped and draped in the usual sterile fashion. A time-out procedure was performed. The abdominal cavity was entered through a vertical midline incision. The patient's prior mesh hernia at the umbilicus had been performed through a curvilinear infraumbilical incision. Our incision extended both above and below the umbilicus. The irreducible hernia was palpable primarily above the level of the umbilicus. The initial approach into the abdominal cavity was made above the palpable hernia where I was able to go down through the subcutaneous tissues and find normal midline fascia and then entered the abdominal cavity without any difficulty. This allowed me to get a finger into the abdominal cavity and I could easily feel the fascial ring of the true hernia defect. The remaining bridging fascia between my entry point and the hernia ring was then divided with electrocautery and this allowed for partial reduction of the incarcerated small bowel. I then had better exposure to open the hernia sac anteriorly down to below the level of the umbilicus. There was obviously obstructed dilated small bowel as well as decompressed normal small bowel identified within the hernia sac. Fairly quickly after full exposure of the hernia contents, I was able to identify an adhesive band within the complex hernia sac that was causing the obstruction. This band was lysed and the obstruction point relieved. All of the bowel was viable and once I took down the adhesive band causing the transition point, the bowel decompressed nicely. The hernia defect itself measured about 7-8 cm in maximum diameter, but in the subcutaneous tissues consistent with what was seen on the preoperative CT scan, there was multiple cavernous extensions of the hernia sac both to the right and left as well as inferiorly below the level of the umbilicus. There were minimal adhesions within these areas of the hernia sac, and I was able to reduce all of the small bowel back out of the subcutaneous components of the hernia. Once I had alt the bowel mobilized and the obstruction appropriately addressed, we checked once again to make sure that there was no evidence of intraabdominal pathology. I had a relatively limited incision at this point and I did not want to extend it any larger than necessary. By palpation, there were no other abnormalities identified and as mentioned previously, as soon as I took down the adhesive band causing the obstruction within the hernia sac, we had good decompression of the small bowel. The dilated small bowel started to decompress immediately and throughout the remainder of the operation, we saw visible peristalsis of grossly normal-appearing bowel. I elected to perform the reconstruction of the hernia using gore dualmesh. An 8-inch by 10-inch piece of mesh was selected to give us adequate underlap. This mesh was sewn in place using cv2 gore sutures around the fascial rim in a running fashion using 4-quadrant suture fixation. We had at least 2 cm of mesh underlap at the fascial edge in all directions. Once the mesh was in place, we used a #1 pds suture to reapproximate the remaining attenuated fascia and hernia sac components¿ [page 3 missing]. (B)(6) 2012: [missing records: records/page 3 and 3 of history and physical were not provided.] (B)(6) 2012: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 10466338. W.l. Gore & associates. Expires 2015-03. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/10466338) was implanted during the procedure. (B)(6) 2012: (B)(6) hospital. (B)(6) md. Discharge summary. Taken urgently to or bowel obstruction, hernia repair performed using gore dualmesh. Uneventful postoperatively, tolerating full diet, has normal bladder/bowel function, discharge home. (B)(6) 2014: (B)(6) hospital. (B)(6) do. Emergency department visit. Abdominal pain started several days ago, worsening over last 48 hours, feculent vomiting, cramping pain in periumbilical area. Was working with firewood 2 weeks ago, lifting/loading, felt pull/strain to abdominal wall. Discomfort decreased over a few days, recently began having loose stools, abdominal distention, vomiting brow/green liquid last 48 hours, intolerant of food. Bmi 42.8, smoker, wbc 15.8 (h). Stable, transferred to emmc general surgery. Impression: complete small bowel obstruction, ventral hernia (incarcerated ventral hernia with small bowel obstruction). (B)(6) 2014: (B)(6) hospital. (B)(6) md. Radiology¿CT abdomen/pelvis with contrast. Indication: lower abdominal pain, obstruction, history of umbilical/incisional hernia with mesh repair. Findings: there is dilatation of multiple small bowel loops predominately in the left abdomen. There is an abdominal wall hernia repair with mesh and there is thought to be a probable recurrent hernia at the right margin of the mesh with a dilated afferent loop extending into the hernia sac and then a nondilated efferent loop returning into the abdomen. Pelvis: mild sigmoid diverticulosis present. Impression: small bowel obstruction likely secondary to recurrent abdominal wall hernia jus [sic] to the right of the midline. (B)(6) 2014: (B)(6) medical center. (B)(6) md. History and physical. Transfer from (B)(6) hospital ER. Of note, had previous incisional hernia repair for same symptoms approximately two years ago with placement of gore-tex dual mesh after lysis of adhesions for small bowel obstruction. Abdomen exam: protuberant, distended, tender to touch midline. Wbc 15,000. Impression/plan: complete bowel obstruction, small bowel obstruction secondary to probable incarceration of recurrent incisional hernia. Laparotomy and lysis of adhesions, possible hernia repair. (B)(6) 2014: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia incarcerated with small bowel obstruction. Postoperative diagnosis: recurrent incisional hernia incarcerated with small bowel obstruction. Procedure performed: exploratory laparotomy with lysis of adhesions. Excision of previously placed gore-tex dual mesh. Incisional hernia repair with vicryl mesh. Anesthesia: general endotracheal. Assistant: none. Complications: none. Estimated blood loss: approximately 75 ml. Drains: patient has a nasogastric tube in place, foley catheter in place and a jackson-pratt drain placed in the deep subcutaneous tissue anterior to the mesh. Preoperative indication: patient is a 63-year-old male who presented to st. Joseph emergency room with acute onset of approximately 48-hour history of abdominal pain, nausea and vomiting. He was found to have a high-grade small-bowel obstruction secondary to recurrent incarcerated incisional hernia. He was counseled and consented for surgery and elected to undergo surgery. Description of procedure: ¿he was taken to the operating room, placed in the supine position, underwent induction of general endotracheal anesthesia. Once adequate anesthesia was obtained, he had a foley catheter placed by nursing services without difficulty or complication. He had been prepped and draped in the usual sterile fashion. Final timeout was held and the correct patient and procedure were verified. Next, a midline skin incision was made above the previous midline incision and carried down through the subcutaneous tissue using electrocautery. A clean fascial plane was identified and entered. The abdomen was entered with care taken to avoid distended small bowel below the level of the previously placed dual mesh. Tedious dissection was used to take down adhesions of small bowel to the rolled edges of the dual mesh, which exposed what appeared to be the marlex portion of the dual mesh creating dense adhesions. The dual mesh was divided sharply and tedious dissection was carried down inferiorly to the level of the complete mesh placement. The incarcerated hernia areas were identified. It appeared that there were 2 small inferior bilateral recurrences, both of which appeared to hold knuckles of small bowel and mesenteric fat of small bowel. Once this was completed and the capsule of the dual mesh was excised, the small bowel was delivered. It was markedly distended. Interloop adhesions were taken down using sharp and electrocautery dissection. Transition point was clearly identified and released. There was no evidence of other herniated small bowel. Attempt at manual decompression proximally was performed. Copious irrigation of the abdomen was then performed. The small bowel was able to be reduced into the abdomen. The previous dual mesh was excised using a combination of sharp and electrocautery dissection. Once this was completed, a 12 x 12-inch piece of vicryl mesh was cut in half and this was sewn to the edges of the previous fascial margins in 2 sections, superiorly running from approximately the 3 o'clock position to the upper midline and then from the upper midline to the approximately 9 o'clock position. The 2nd piece of mesh was similarly folded and secured to the inferior midline posteriorly and run proximally. All these were performed with running #1 vicryl suture. The redundant vicryl mesh in the midline was sewn together using a #1 vicryl and excess mesh was then excised. A 7 mm jackson-pratt drain was placed through a subcutaneous stab incision and laid over the mesh. The edges of the fascia were then closed with a running #1 vicryl suture over this approximating the edges as best as possible. Then 3-0 vicryl suture was then used to approximate the subcutaneous tissue in a running fashion. The overlying skin incision was then closed with skin staples. A sterile dressing was applied. Drain dressing was placed. The jackson-pratt drain was sewn in place with a 3-0 nylon suture and bulb attached. The patient was awakened from anesthesia and transported to the recovery room in stable condition.¿ (B)(6) 2014: (B)(6) medical center. Implant record. (B)(6) . (B)(6) 2014: (B)(6) medical center. (B)(6) md. Discharge summary. Procedures uneventful, tolerating clear liquid diet, ambulating independently, avoid lifting over 25 lbs for 6 weeks, discharge home. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1994, 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2007 through (B)(6) 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2007 through (B)(6) 2012 were not provided. Patient information: medical history: obesity: (B)(6) 2007: 275 lbs. (B)(6) 2012: ¿morbidly obese.¿ (B)(6) 2014: bmi 42.8. Smoking: (B)(6) 2014: ¿smoker.¿ (B)(6) 2007: umbilical hernia. (B)(6) 2012: high-grade small-bowel obstruction secondary to incarcerated incisional hernia (B)(6) 2014: recurrent incisional hernia incarcerated with small bowel obstruction surgical procedures: (B)(6) 2007: repair of umbilical hernia with marlex mesh and excision of a portion of omentum. Implant: marlex mesh. (B)(6) 2012: exploratory laparotomy with lysis of adhesions and mesh reconstruction of incisional hernia. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2014: exploratory laparotomy with lysis of adhesions. Excision of previously placed gore-tex dual mesh. Incisional hernia repair with vicryl mesh. Implant: vicryl mesh. Relevant medical information: (B)(6) 2007: history and physical: ¿several month history of enlarging umbilical hernia, relates this to a fall. Obese, 275 lbs. Impression/plan: umbilical hernia, repair.¿ (B)(6) 2007: operative report: repair of umbilical hernia with marlex mesh and excision of a portion of omentum. [Implant: marlex mesh.] Wound classification: ¿clean.¿ findings: ¿there was a baseball-sized umbilical hernia sac with a large amount of omentum adherent within it. The defect itself was some 2x3cm.¿ procedure: ¿a 7cm curvilinear incision was made around the inferior aspect of the umbilicus.¿ ¿ there was a baseball-sized umbilical hernia sac with a large amount of omentum adherent within it. The defect itself was some 2x3cm. Technique: using electrocautery, the previously mentioned skin incision was carried down to fascia, which was carefully delineated around this defect. The sac was then opened. Attempts to reduce the omentum to within the abdominal cavity were unsuccessful. Therefore, the omentum was clamped with kelly clamps, divided, and tied with 2-0 silk ties. The remainder advanced into the abdominal cavity. A double sheet of marlex mesh, approximately 3x4cm, was then sutured into the detect (sic) with interrupted sutures of 0 prolene. Prior to the procedure, the patient was given 1g of ancef intravenously. The mesh was soaked in 50,000 units of bacitracin throughout the procedure. Closure: subcutaneous tissue was closed with interrupted 2-0 vicryl. The skin was closed with staples.¿ implant preoperative complaints: (B)(6) 2012: history and physical. ¿morbidly obese patient with long history of irreducible umbilical hernia, open repair with mesh 7 years ago, reoccurred shortly thereafter. Over last 3 days has had constipation, nausea, vomiting, abdominal pain, watery bowel movement.¿ [pages 2 and 3 of history and physical were not provided.] (B)(6) 2012: preoperative diagnosis. ¿high grade small-bowel obstruction secondary to incarcerated incisional hernia.¿ implant procedure: exploratory laparotomy with lysis of adhesions and mesh reconstruction of incisional hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/10466338, 15cm x 19cm x 1mm thick, oval.]. Implant date: (B)(6) 2012 [hospitalization dates (B)(6) 2012] wound classification: ¿1¿ [clean] findings: ¿incarcerated small bowel within a complex recurrent umbilical hernia. A clear transition point was identified secondary to adhesions within the hernia sac. All of the bowel was viable. The fascial defect measured about 8 cm in diameter when it was fully opened.¿ description of hernia being treated: ¿the abdominal cavity was entered through a vertical midline incision. The patient's prior mesh hernia at the umbilicus had been performed through a curvilinear infraumbilical incision. Our incision extended both above and below the umbilicus. The irreducible hernia was palpable primarily above the level of the umbilicus. The initial approach into the abdominal cavity was made above the palpable hernia where I was able to go down through the subcutaneous tissues and find normal midline fascia and then entered the abdominal cavity without any difficulty. This allowed me to get a finger into the abdominal cavity and I could easily feel the fascial ring of the true hernia defect. The remaining bridging fascia between my entry point and the hernia ring was then divided with electrocautery and this allowed for partial reduction of the incarcerated small bowel. I then had better exposure to open the hernia sac anteriorly down to below the level of the umbilicus. There was obviously obstructed dilated small bowel as well as decompressed normal small bowel identified within the hernia sac. Fairly quickly after full exposure of the hernia contents, I was able to identify an adhesive band within the complex hernia sac that was causing the obstruction. This band was lysed and the obstruction point relieved. All of the bowel was viable and once I took down the adhesive band causing the transition point, the bowel decompressed nicely. The hernia defect itself measured about 7-8 cm in maximum diameter, but in the subcutaneous tissues consistent with what was seen on the preoperative CT scan, there was multiple cavernous extensions of the hernia sac both to the right and left as well as inferiorly below the level of the umbilicus. There were minimal adhesions within these areas of the hernia sac, and I was able to reduce all of the small bowel back out of the subcutaneous components of the hernia. Once I had alt (sic) the bowel mobilized and the obstruction appropriately addressed, we checked once again to make sure that there was no evidence of intraabdominal pathology. I had a relatively limited incision at this point and I did not want to extend it any larger than necessary. By palpation, there were no other abnormalities identified and as mentioned previously, as soon as I took down the adhesive band causing the obstruction within the hernia sac, we had good decompression of the small bowel. The dilated small bowel started to decompress immediately and throughout the remainder of the operation, we saw visible peristalsis of grossly normal-appearing bowel.¿ implant size and fixation: ¿I elected to perform the reconstruction of the hernia using gore dualmesh. An 8-inch by 10-inch piece of mesh was selected to give us adequate underlap. This mesh was sewn in place using cv2 gore sutures around the fascial rim in a running fashion using 4-quadrant suture fixation. We had at least 2 cm of mesh underlap at the fascial edge in all directions. Once the mesh was in place, we used a #1 pds suture to reapproximate the remaining attenuated fascia and hernia sac components.¿ [page 3/last page of ¿operation record¿ not provided.] (B)(6) 2012: discharge summary. ¿taken urgently to or [operating room] [sic] bowel obstruction, hernia repair performed using gore dualmesh.¿ explant preoperative complaints: (B)(6) 2014: emergency department [ed]. ¿abdominal pain started several days ago, worsening over last 48 hours, feculent vomiting, cramping pain in periumbilical area. Was working with firewood 2 weeks ago, lifting/loading, felt pull/strain to abdominal wall. Discomfort decreased over a few days, recently began having loose stools, abdominal distention, vomiting brow (sic) /green liquid last 48 hours, intolerant of food.¿ ¿stable, transferred to emmc general surgery. Impression: complete small bowel obstruction, ventral hernia (incarcerated ventral hernia with small bowel obstruction).¿ (B)(6) 2014: CT abdomen/pelvis [a/p]. ¿indication: lower abdominal pain, obstruction, history of umbilical/incisional hernia with mesh repair. Findings: there is dilatation of multiple small bowel loops predominately in the left abdomen. There is an abdominal wall hernia repair with mesh and there is thought to be a probable recurrent hernia at the right margin of the mesh with a dilated afferent loop extending into the hernia sac and then a nondilated efferent loop returning into the abdomen.¿ ¿impression: small bowel obstruction likely secondary to recurrent abdominal wall hernia jus [sic] to the right of the midline.¿ (B)(6) 2014: history and physical. ¿of note, had previous incisional hernia repair for same symptoms approximately two years ago with placement of gore-tex dual mesh after lysis of adhesions for small bowel obstruction. Abdomen exam: protuberant, distended, tender to touch midline. Impression/plan: complete bowel obstruction, small bowel obstruction secondary to probable incarceration of recurrent incisional hernia. Laparotomy and lysis of adhesions, possible hernia repair." (B)(6) 2014: indications. ¿patient is a 63-year-old male who presented to emergency room with acute onset of approximately 48-hour history of abdominal pain, nausea and vomiting. He was found to have a high-grade small-bowel obstruction secondary to recurrent incarcerated incisional hernia.¿ explant procedure: exploratory laparotomy with lysis of adhesions. Excision of previously placed gore-tex dual mesh. Incisional hernia repair with vicryl mesh. [Implant: vicryl mesh.] Explant date: (B)(6) 2014 [hospitalization dates (B)(6) 2014] wound classification: unknown operative report: ¿next, a midline skin incision was made above the previous midline incision and carried down through the subcutaneous tissue using electrocautery. A clean fascial plane was identified and entered. The abdomen was entered with care taken to avoid distended small bowel below the level of the previously placed dual mesh. Tedious dissection was used to take down adhesions of small bowel to the rolled edges of the dual mesh, which exposed what appeared to be the marlex portion of the dual mesh creating dense adhesions. The dual mesh was divided sharply and tedious dissection was carried down inferiorly to the level of the complete mesh placement. The incarcerated hernia areas were identified. It appeared that there were 2 small inferior bilateral recurrences, both of which appeared to hold knuckles of small bowel and mesenteric fat of small bowel. Once this was completed and the capsule of the dual mesh was excised, the small bowel was delivered. It was markedly distended. Interloop adhesions were taken down using sharp and electrocautery dissection. Transition point was clearly identified and released. There was no evidence of other herniated small bowel. Attempt at manual decompression proximally was performed. Copious irrigation of the abdomen was then performed. The small bowel was able to be reduced into the abdomen. The previous dual mesh was excised using a combination of sharp and electrocautery dissection. Once this was completed, a 12 x 12-inch piece of vicryl mesh was cut in half and this was sewn to the edges of the previous fascial margins in 2 sections, superiorly running from approximately the 3 o'clock position to the upper midline and then from the upper midline to the approximately 9 o'clock position. The 2nd piece of mesh was similarly folded and secured to the inferior midline posteriorly and run proximally. All these were performed with running #1 vicryl suture. The redundant vicryl mesh in the midline was sewn together using a #1 vicryl and excess mesh was then excised. A 7 mm jackson-pratt drain was placed through a subcutaneous stab incision and laid over the mesh. The edges of the fascia were then closed with a running #1 vicryl suture over this approximating the edges as best as possible. Then 3-0 vicryl suture was then used to approximate the subcutaneous tissue in a running fashion. The overlying skin incision was then closed with skin staples.¿ pathology for specimens removed during the (B)(6) 2014 procedure was not provided. (B)(6) 2014: discharge summary: ¿procedures uneventful, tolerating clear liquid diet, ambulating independently, avoid lifting over 25 lbs for 6 weeks, discharge home.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10466338. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1994, 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6), 2007 through (B)(6), 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6), 2007 through (B)(6), 2012 were not provided. Patient information: medical history: obesity: (B)(6) 2007: 275 lbs. (B)(6) 2012: ¿morbidly obese.¿ (B)(6) 2014: bmi 42.8. Smoking: (B)(6) 2014: ¿smoker.¿ (B)(6) 2007: umbilical hernia. (B)(6) 2012: high-grade small-bowel obstruction secondary to incarcerated incisional hernia. (B)(6) 2014: recurrent incisional hernia incarcerated with small bowel obstruction. Surgical procedures: (B)(6) 2007: repair of umbilical hernia with marlex mesh and excision of a portion of omentum. Implant: marlex mesh. (B)(6) 2012: exploratory laparotomy with lysis of adhesions and mesh reconstruction of incisional hernia. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2014: exploratory laparotomy with lysis of adhesions. Excision of previously placed gore-tex dual mesh. Incisional hernia repair with vicryl mesh. Implant: vicryl mesh. Relevant medical information: (B)(6) 2007: history and physical: ¿several month history of enlarging umbilical hernia, relates this to a fall. Obese, 275 lbs. Impression/plan: umbilical hernia, repair.¿ (B)(6) 2007: operative report: repair of umbilical hernia with marlex mesh and excision of a portion of omentum. [Implant: marlex mesh.] Wound classification: ¿clean¿ findings: ¿there was a baseball-sized umbilical hernia sac with a large amount of omentum adherent within it. The defect itself was some 2x3cm.¿ procedure: ¿a 7cm curvilinear incision was made around the inferior aspect of the umbilicus.¿ ¿ there was a baseball-sized umbilical hernia sac with a large amount of omentum adherent within it. The defect itself was some 2x3cm. Technique: using electrocautery, the previously mentioned skin incision was carried down to fascia, which was carefully delineated around this defect. The sac was then opened. Attempts to reduce the omentum to within the abdominal cavity were unsuccessful. Therefore, the omentum was clamped with kelly clamps, divided, and tied with 2-0 silk ties. The remainder advanced into the abdominal cavity. A double sheet of marlex mesh, approximately 3x4cm, was then sutured into the detect (sic) with interrupted sutures of 0 prolene. Prior to the procedure, the patient was given 1g of ancef intravenously. The mesh was soaked in 50,000 units of bacitracin throughout the procedure. Closure: subcutaneous tissue was closed with interrupted 2-0 vicryl. The skin was closed with staples.¿ implant preoperative complaints: ¿ (B)(6) 2012: history and physical. ¿morbidly obese patient with long history of irreducible umbilical hernia, open repair with mesh 7 years ago, reoccurred shortly thereafter. Over last 3 days has had constipation, nausea, vomiting, abdominal pain, watery bowel movement.¿ [pages 2 and 3 of history and physical were not provided.] ¿ (B)(6) 2012: preoperative diagnosis. ¿high grade small-bowel obstruction secondary to incarcerated incisional hernia.¿ implant procedure: exploratory laparotomy with lysis of adhesions and mesh reconstruction of incisional hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/10466338, 15cm x 19cm x 1mm thick, oval.] Implant date: (B)(6) 2012 [hospitalization dates (B)(6) 2012] wound classification: ¿1¿ [clean] findings: ¿incarcerated small bowel within a complex recurrent umbilical hernia. A clear transition point was identified secondary to adhesions within the hernia sac. All of the bowel was viable. The fascial defect measured about 8 cm in diameter when it was fully opened.¿ description of hernia being treated: ¿the abdominal cavity was entered through a vertical midline incision. The patient's prior mesh hernia at the umbilicus had been performed through a curvilinear infraumbilical incision. Our incision extended both above and below the umbilicus. The irreducible hernia was palpable primarily above the level of the umbilicus. The initial approach into the abdominal cavity was made above the palpable hernia where I was able to go down through the subcutaneous tissues and find normal midline fascia and then entered the abdominal cavity without any difficulty. This allowed me to get a finger into the abdominal cavity and I could easily feel the fascial ring of the true hernia defect. The remaining bridging fascia between my entry point and the hernia ring was then divided with electrocautery and this allowed for partial reduction of the incarcerated small bowel. I then had better exposure to open the hernia sac anteriorly down to below the level of the umbilicus. There was obviously obstructed dilated small bowel as well as decompressed normal small bowel identified within the hernia sac. Fairly quickly after full exposure of the hernia contents, I was able to identify an adhesive band within the complex hernia sac that was causing the obstruction. This band was lysed and the obstruction point relieved. All of the bowel was viable and once I took down the adhesive band causing the transition point, the bowel decompressed nicely. The hernia defect itself measured about 7-8 cm in maximum diameter, but in the subcutaneous tissues consistent with what was seen on the preoperative CT scan, there was multiple cavernous extensions of the hernia sac both to the right and left as well as inferiorly below the level of the umbilicus. There were minimal adhesions within these areas of the hernia sac, and I was able to reduce all of the small bowel back out of the subcutaneous components of the hernia. Once I had alt (sic) the bowel mobilized and the obstruction appropriately addressed, we checked once again to make sure that there was no evidence of intraabdominal pathology. I had a relatively limited incision at this point and I did not want to extend it any larger than necessary. By palpation, there were no other abnormalities identified and as mentioned previously, as soon as I took down the adhesive band causing the obstruction within the hernia sac, we had good decompression of the small bowel. The dilated small bowel started to decompress immediately and throughout the remainder of the operation, we saw visible peristalsis of grossly normal-appearing bowel.¿ implant size and fixation: ¿I elected to perform the reconstruction of the hernia using gore dualmesh. An 8-inch by 10-inch piece of mesh was selected to give us adequate underlap. This mesh was sewn in place using cv2 gore sutures around the fascial rim in a running fashion using 4-quadrant suture fixation. We had at least 2 cm of mesh underlap at the fascial edge in all directions. Once the mesh was in place, we used a #1 pds suture to reapproximate the remaining attenuated fascia and hernia sac components.¿ [page 3/last page of ¿operation record¿ not provided.] 12/3/12: discharge summary. ¿taken urgently to or [operating room] [sic] bowel obstruction, hernia repair performed using gore dualmesh.¿ explant preoperative complaints: (B)(6) 2014: emergency department [ed]. ¿abdominal pain started several days ago, worsening over last 48 hours, feculent vomiting, cramping pain in periumbilical area. Was working with firewood 2 weeks ago, lifting/loading, felt pull/strain to abdominal wall. Discomfort decreased over a few days, recently began having loose stools, abdominal distention, vomiting brow (sic) /green liquid last 48 hours, intolerant of food.¿ ¿stable, transferred to emmc general surgery. Impression: complete small bowel obstruction, ventral hernia (incarcerated ventral hernia with small bowel obstruction).¿ (B)(6) 2014: CT abdomen/pelvis [a/p]. ¿indication: lower abdominal pain, obstruction, history of umbilical/incisional hernia with mesh repair. Findings: there is dilatation of multiple small bowel loops predominately in the left abdomen. There is an abdominal wall hernia repair with mesh and there is thought to be a probable recurrent hernia at the right margin of the mesh with a dilated afferent loop extending into the hernia sac and then a nondilated efferent loop returning into the abdomen.¿ ¿impression: small bowel obstruction likely secondary to recurrent abdominal wall hernia jus [sic] to the right of the midline.¿ (B)(6) 2014: history and physical. ¿of note, had previous incisional hernia repair for same symptoms approximately two years ago with placement of gore-tex dual mesh after lysis of adhesions for small bowel obstruction. Abdomen exam: protuberant, distended, tender to touch midline. Impression/plan: complete bowel obstruction, small bowel obstruction secondary to probable incarceration of recurrent incisional hernia. Laparotomy and lysis of adhesions, possible hernia repair." (B)(6) 2014: indications. ¿patient is a 63-year-old male who presented to emergency room with acute onset of approximately 48-hour history of abdominal pain, nausea and vomiting. He was found to have a high-grade small-bowel obstruction secondary to recurrent incarcerated incisional hernia.¿ explant procedure: exploratory laparotomy with lysis of adhesions. Excision of previously placed gore-tex dual mesh. Incisional hernia repair with vicryl mesh. [Implant: vicryl mesh.] Explant date: (B)(6) 2014 [hospitalization dates (B)(6) 2014] wound classification: unknown. Operative report: ¿next, a midline skin incision was made above the previous midline incision and carried down through the subcutaneous tissue using electrocautery. A clean fascial plane was identified and entered. The abdomen was entered with care taken to avoid distended small bowel below the level of the previously placed dual mesh. Tedious dissection was used to take down adhesions of small bowel to the rolled edges of the dual mesh, which exposed what appeared to be the marlex portion of the dual mesh creating dense adhesions. The dual mesh was divided sharply and tedious dissection was carried down inferiorly to the level of the complete mesh placement. The incarcerated hernia areas were identified. It appeared that there were 2 small inferior bilateral recurrences, both of which appeared to hold knuckles of small bowel and mesenteric fat of small bowel. Once this was completed and the capsule of the dual mesh was excised, the small bowel was delivered. It was markedly distended. Interloop adhesions were taken down using sharp and electrocautery dissection. Transition point was clearly identified and released. There was no evidence of other herniated small bowel. Attempt at manual decompression proximally was performed. Copious irrigation of the abdomen was then performed. The small bowel was able to be reduced into the abdomen. The previous dual mesh was excised using a combination of sharp and electrocautery dissection. Once this was completed, a 12 x 12-inch piece of vicryl mesh was cut in half and this was sewn to the edges of the previous fascial margins in 2 sections, superiorly running from approximately the 3 o'clock position to the upper midline and then from the upper midline to the approximately 9 o'clock position. The 2nd piece of mesh was similarly folded and secured to the inferior midline posteriorly and run proximally. All these were performed with running #1 vicryl suture. The redundant vicryl mesh in the midline was sewn together using a #1 vicryl and excess mesh was then excised. A 7 mm jackson-pratt drain was placed through a subcutaneous stab incision and laid over the mesh. The edges of the fascia were then closed with a running #1 vicryl suture over this approximating the edges as best as possible. Then 3-0 vicryl suture was then used to approximate the subcutaneous tissue in a running fashion. The overlying skin incision was then closed with skin staples.¿ pathology for specimens removed during the (B)(6) 2014 procedure was not provided. ¿ 4/24/14: discharge summary: ¿procedures uneventful, tolerating clear liquid diet, ambulating independently, avoid lifting over 25 lbs for 6 weeks, discharge home.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10466338. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6)2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction, mesh removal, pain, additional surgery. Additional event specific information was not provided